Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and passed. The log was downloaded and reviewed finding error related to complaint. The reported event of an error icon display was confirmed during log review. Functional tests were performed and passed. The receiver case was opened for an internal visual inspection and it passed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.